Manufacturer narrative:
A patient's ipg reached end of life was reported to abbott. It was determined surgery was cancelled due to insurance issue. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient¿s ipg was inoperable as it had reached end of life (eol). Surgical intervention may be undertaken to address this issue.